Manufacturer narrative:
Visual analysis was performed on the returned device. The reported complaint was confirmed. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported unsealed device packaging (sterility breached) is related to a potential product quality issue. Possible factors that may contribute to an unsealed pouch include, but are not limited to, manufacturing, storage environment, transportation method, and/or handling at the account. In this case, it may be possible that the device was partially opened to be used during a previously surgical procedure, the device was not used and inadvertently placed back in the chipboard box and on the shelf; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when opening the 3.50x8mm nc trek neo balloon dilatation catheter the chipboard box was not open; however, once open it was noted pouch inside was open at the corner. A new neo trek was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.